Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The event states that the plate broke during rehab. The explanted device was requested for evaluation but was not yet returned. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this event is failure to properly follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a procedure where the volar distal radius plate was implanted. The distal radius plate broke at the k-wire hole post-surgery while the patient was in rehab. A second surgery was performed to remove the plate. No further details. Follow-up investigation: the same surgeon performed both, the original surgery and the revision surgery. A sonoma wrx-6470-g-s was implanted to replace the broken ar-8916vnl-05. The screws were removed with the plate as well . Patient is a female, (B)(6) and was compliant with all post-op guidelines.